Event description:
The facility reported an infusion pump with "low flow" during biomedical testing. During svc testing, baxter svc tech reported that the device underdelivered. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.